Event description:
We attached a baxter vial-mate adapter to a baxter to a baxter 250 ml bag (ndc (B)(4)) and a vial of vancomycin 1 gm ((B)(4)). Once activated there was a large core from the vial stopper in the 250 ns bag. FDA safety report ID# (B)(4).